Manufacturer narrative:
Testing / inspection: sample received: one (1) sample was received from (B)(6) l/n unknown in used conditions, without its original packaging. Other analysis: leak test: sample was tested using a syringe with colored water. Results: no leak was found. The complaint was not confirmed. Mitigation detection: production personnel performs a 100 percent visual inspection in order to verify that the joins of the filter following below criteria: tube back out is not greater than 0.030?, using 0.030? Pin. Verify tube engagement is 0.250?- 0.375?. Delamination of 0.187? Is acceptable, using td 0672 gage. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen (15) units every two (2) hours, prior to placing product in bag, in order to verify that tubes following the below criteria: for tube to tube bonds: bond engagement to be within 0.250" and 0.375". For tube to component bonds: verify tubing bonds are bottomed out or within 0.030" of component stops. The tests are properly performed. Occurrence: production personnel is trained and performed assembly operation as manufacturing procedures pm-366 extension set with filter assembly rev.112 and pm-417 assembly, extension set rev.109 indicate. Root cause: based on the analysis conducted in the sample provided, the complaint was not confirmed.

Event description:
It was reported that one of our bmt patients experienced leaking at that same connection site (that cannot be detached in the first place). When the nurse paused the infusion blood backed up into line, all the way up past the y-site connection. We have the product, however there is patient blood located in the tubing. No patient injury was reported.